Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-13586 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states . On (B)(6) 2024, it was reported that the three infusion set tubing was leaking at site and infusion set is used for 1 day. The blood glucose level was 300 mg/dl. No further information available.